Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing a fill estimate of 10 units. There was no adverse impact to the customer¿s blood glucose level. Caller chose not to continue troubleshooting and requested to speak to a supervisor leading to the closure of the case by cts.